Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received in implant on (B)(6) 2008 and was planned to be revised on (B)(6) 2012 due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. While a cause for any specific clinical event cannot be ascertained from the information provided, as the pt has not been revised, the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. There is no need for corrective measures and zimmer (B)(4) considers this case as closed. (B)(4).